Event description:
Additional information was provided that the patient experienced dysphotopsia. The iol was exchanged for a different model iol.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced unexpected visual outcome. The iol was exchanged in a secondary procedure. Additional information was provided that the patient also experienced vision not clear and worse vision postoperatively. This iol was previously reported as 1 of 3 unspecified tfat00 iols in mfg report num 1119421-2020-01301.